Manufacturer narrative:
Product event summary: the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breach cut, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.